Manufacturer narrative:
The actual device was not returned to the manufacturer for evaluation. El.en.'s service personnel checked the actual suspected device unit at customer site on april 3rd, 2017. El.en. Service technician evaluated the device for calibration and performance of laser and accessories. The smartxide touch unit and relevant accessories were determined to be operating properly within their specifications. No failure detected (el.en.'s service report (B)(4)). El.en.'s service personnel interviewed both the physician and clinical engineering specialist, and they confirmed that the patient was submitted to a gynaecological treatment and, at the beginning of it, the physician saw smoke coming out from the handpiece and immediately stopped the treatment and turned the device off. The physician reported that the patient was not injured and did not require any medical intervention afterwards. (B)(6) clinical engineering and physician reported that a piece of paper cleaning towel was found inside the cavity fo the handpiece. The piece of paper towel was left, unintentionally, inside the handpiece by the nurse in charge of the reprocessing of it, during the thorough cleaning that has to be performed before sterilization. The handpiece was sterilized with the paper cleaning towel inside. The residual paper towel immediately ignited when the laser has been activated and the beam passed through the handpiece body. Operator's manual (code om110b1_I), provided by el.en. Together with the device, specifically requires (chapter 14.1.2 - "co2 reusable parts reprocessing") to check the presence of any kind of débrides residual on the handpiece and proceed to totally remove them before proceeding with the sterilization process. Reusable accessories reprocessing procedure were not followed as per operator's manual. The user did not apply the appropriate attention during the required inspection of the accessory in order to detect the presence of any foreign material present in it before proceeding to the sterilization of the accessory itself. The investigation carried out did not conclude that a design deficiency or device malfunctioning was responsible for causing the event. Rather, it could be assumed that there was a human factors issue, where a failure to appropriately reprocess the accessories, contributed to event. By manufacturer's investigation the operator's manual and risk analysis are adequate. Device working within specs. No remedial actions required. This initial report is to be considered as final report, unless FDA has further questions.

Event description:
El.en.'s service department became aware of an adverse event in which is involved the laser medical device smartxide touch model number m110b1, s/n (B)(4), manufactured by el.en. Electronic engineering (B)(4). The event have been reported to el.en.'s service personnel from clinical engineering department of (B)(6) (health care facility) that states that a female patient (age and name are unknown) have reported an intense reaction to the treatment during a gynaecological treatment with the above mentioned laser medical device and accessory 360° vaginal probe (code n93501) in which, at the very beginning of the treatment, the physician noticed smoke coming out from the handpiece. The physician immediately stopped the treatment and turned the device off. El.en.'s product specialist contacted the physician, that have used the actual device involved in the event, in order to obtain additional information about the state of health of the patient. The physician reported that the patient did not have any injury or adverse reaction following the event. The actual laser medical device and accessory involved in this adverse event are not marketed in the us territory. No unit of this particular device and accessory has ever been delivered to the us. A similar device model number m110c1 and a similar accessory 90° side-firing handpiece with cylindrical body (code n94601) is marketed in the us with premarket clearance 510(k) n° k133895 and following letter to file. The actual date of the event is unknown. Event took place in the (B)(6). We, the manufacturer of device, became aware of the event on march the 30th, 2017 by email from (B)(6) clinical engineering department and, according to 21 cfr part 803, submitted to FDA an MDR report because, even if there is no injury to patient, this is an event that if it will have to recur could possibly lead to a serious injury to patient (potential adverse event).